Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip close inability. It was reported that during preparation of the clip delivery system (cds), the lock lever was not able to be moved in any direction therefore the clip could not be locked or unlocked. The physician tried three times and then used a clamp and noted that the lock lever was blocked inside the water chamber of the delivery catheter handle. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was returned. All available information was investigated and the returned device analysis did not confirm the reported mechanical jam, difficult to open or close (clip close - inability), difficult to open or close (clip open inability ¿ prep) as no issues were noted during device testing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated, and the reported mechanical jam appears to be due to user technique/procedural circumstances during device preparation resulting from user not turning the lock lever outward to unlock the clip. The reported difficult to open or close (clip close-inability) and difficult to open or close (clip open inability-prep) are cascading effects that resulted from the mechanical jam. The observed unstable lock lever cap was due to handing of the device during device preparation/troubleshooting steps. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.